Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was hospitalized in the ICU and would have experienced diabetic ketoacidosis. No specific symptoms were reported, and it was unknown what the cgm device would have been displaying when the patient was starting to experience hyperglycemia. The patient however stated his sensors had been repeatedly failing around that time, and that this contributed to the incident. The patient reported a total of 9 sensors failing, but only 1 event for which they had to go to the hospital. The patient declined to provide further information regarding the event, and no information regarding treatment or duration of stay at the hospital was obtained. At the time of the report the patient was stable. No other details were documented. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.